Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Pocket infection was noted. It was stated that the physician decided to sterilize the device and reimplant from the right side. There was no vegetation on the lead. It was reported that the system was explanted due to infection. It was stated that the lead was unable to be unscrewed from the device at the time of explant. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was stable. No further information is available at this time.

Manufacturer narrative:
The reported complaint of lead could not be unscrewed from the device was confirmed. Final analysis found that wrenches could not engage the set screw to untighten it due to the calcified blood in the set screw inset. The blood most likely came through damage to the septum in the form of a hole punched through it which was consistent with user error. Device was tested on bench and no anomalies were found

Manufacturer narrative:
(B)(4).